Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was recaptured and deployed five (5) times before the physician successfully implanted the device in the laa of the patient. All the devices were removed from the patient and during groin closure, a pericardial effusion was discovered around the right and left ventricles. The patient was stable and had no changes in any vital signs. The physician performed a pericardiocentesis but did not remove any blood from the patient. The patient was brought to recovery and imaging showed that the effusion was smaller. No other treatment or intervention was performed. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.